Manufacturer narrative:
The radiographs and CT scan images were received and the event was confirmed. The lock screw separated from the remaining construct. Visual inspection of the explant noted significant wear marks on the bottom of the lock screw suggesting it was used to reduce the rod through the length of the long thread of the reduction screw tower in place of suggested reduction instrumentation, which can lead to inadequate rod normalization and inadequate final tightening. Review of the device history record shows no material non-conformances or manufacturing errors that may have caused or contributed to this mode of failure. Review of labeling notes: potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation. Care should be taken to insure that all components are ideally fixated prior to closure. All implants should be used only with the appropriately designated instrument (reference surgical technique). Use lateral fluoroscopy to properly manage the k-wire during pedicle preparation to ensure proper placement and avoid anterior advancement of the k-wire. Confirm heights of screws match with patient's lordosis when securing lock screws. Failure to verify screw height following insertion may result in inadequate rod normalization. Final-tighten all lock screws with the counter-torque and torque t-handle. Do not final-tighten through other instruments in the set, as the rod may not be able to normalize to the tulip.

Event description:
On (B)(6) 2015 an (B)(6) man underwent a posterior fixation procedure at l4-l5, on (B)(6) 2015 CT images noted that one of the set screws had disassociated from the screw. On (B)(6) 2015 the revision surgery occurred and the set screw was replaced. On (B)(6) 2015 patient was discharged from the hospital. No patient injury reported.